Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis confirmed the reported event. The monitor was analyzed and corrosion found in the battery compartment. No other issues were noted with the monitor. (B)(4).

Event description:
It was reported that the batteries in the monitor leaked. It has never been used. A new monitor was provided. No patient complications have been reported as a result of this event.